Event description:
It has been reported to philips that the allura device was not powering on as expected. The system was not in clinical use and no harm has been reported. A philips engineer visited site and reloaded the software which returned the device to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer checked the system and confirmed that the system was indicating that system was not powering on as expected. Rse found that the corrupted software was causing the power on the system host pc to not boot. Rse reinstalled the host pc software, installed the backup. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.